Event description:
A medtronic representative reported that the surgeon stated he felt inaccurate in the coronal view, but accurate in the axial view. The surgeon did not specify a specific measurement of inaccuracy. She said he continued using navigation for the case. There was no delay to surgery and no patient impact reported.

Manufacturer narrative:
(B)(4). Correction/additional information and clarification: a medtronic representative was observing the surgeon's technique in a subsequent case and found that the staff was jostling the patient while the surgeon was trying to register. She educated the surgeon that this could lead to inaccuracy. The staff and surgeon made sure not to jostle the patient during registration and no further issues have been observed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Medtronic representative explained proper registration techniques to the site and surgeon; also recommended that they check accuracy throughout the case. No further issues reported or noticed by the medtronic representative in this surgeon's subsequent cranial cases since discussing proper techniques with the site. Software investigation has not been completed. Finding that software is functioning as designed.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged an inaccuracy in the coronal view post-incision, although confirmed being accurate in the axial view. On the axial, it showed at the epicenter of the tumor, but on the sagittal view it did not show as in the tumor. The surgeon deemed that the system showed the crosshairs about 1cm shallow of actual location. Medtronic representative noted there was significant patient movement when the site was attempting to register the patient. The surgical staff was still prepping the patient and setting-up for anesthesia at that time. The site used touch-n-go to perform the registration. The surgeon completed the procedure with the use of the navigation system. The tumor was not completely removed, and a separate revision surgery will be required.